Event description:
It was reported that the patient underwent a revision procedure three days post-implant to remove the reservoir component of this inflatable penile prosthesis (ipp) as it would not maintain position. The existing reservoir was explanted and replaced with a new one. There were no patient complications. This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of reservoir migration was not confirmed via product analysis. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because the reported device allegation could not be confirmed through product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a revision procedure three days post-implant to remove the reservoir component of this inflatable penile prosthesis (ipp) as it would not maintain position. The existing reservoir was explanted and replaced with a new one. There were no patient complications. This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.